Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
It was reported that after implanting a ks-1 aq2017v, 23.50 diopter, cracks were found near the haptics. As the crack is small and not in the center of the optic but near the haptic, the doctor thinks that the crack does not visually affect. There was no patient injury. Patient is fine with no issues, bcva 20/20.